Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: the tip of the trocar broke off while inserting the trocar through the abdominal wall. The pieces were all retrieved from the abdominal wall. The operating time and incision were not extended as a result. No pt injury was reported.